Manufacturer narrative:
The event date was not reported the aware date was used.

Event description:
It was reported that complications occurred. A left atrial appendage (laa) closure procedure was performed. A watchman laa closure device was implanted in the laa of the patient. It was reported via (B)(6) that the patient returned to the hospital and required a blood transfusion. It was also reported that the patient had a heart attack. Boston scientific has attempted to obtain additional information, but none has been provided at this time.